Event description:
It was reported that the patient never experienced therapeutic effect since implant, the healthcare provider (hcp) was unable to aspirate the catheter, and a subsequent revision was planned. The reporter stated that the patient did have an effective trial, however, the patient had titrated up to 8mg/day of 20mg/ml dilaudid via pump therapy, without relief. The hcp attempted a dye study and could not aspirate, but was able to push forward and felt the catheter looked to be intrathecal. The patient reported no effect either from that bolus received during that dye study flush. The reporter believed the pump volumes were accurate, but was unsure of the number of volume checks performed. It was later reported that a catheter revision was being planned, with the date to be determined. The medication in the pump was dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the catheter was revised (B)(6)-2012 according to device registration system). The explanted catheter was tested during the procedure and no leaks or micro fractures were found. The patients status was unknown.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).